Manufacturer narrative:
(B)(4). The sample was not available for analysis; therefore, a device analysis could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is associated with air in line) occurred on the homechoice (hc) device during dwell 3. The home patient (hp) cycled the power to clear the alarm. The hp reviewed the alarm log and there was no prior alarm noted. The hc went through the self-test and the hc tested fine. The hp was going to start the therapy over with new supplies. There was no patient injury or adverse event associated with this report.